Manufacturer narrative:
The service engineer (se) reported that the liquid crystal display (lcd) assembly, lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba), lcd tray were replaced. The device was passed all performance verification testing and was returned to service.

Manufacturer narrative:
The suspected liquid crystal display (lcd) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the customer stated that the v60 ventilator had a dim and discolored lcd (liquid crystal display) panel. However, after lcd installation into test ventilator, tech verified normal operation of lcd. Product investigation lab (pil) tech verified that the back light portion of the lcd operates as designed. Tech could not observe dim display. Tech verified a normal function of brightness during lcd operation. The lcd graphics could be seen without any issue during the test vent operation. Pil tech verified that the touch portion of the lcd operated as designed. Pil could conclude that lcd operate as designed. No fault found.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a dim and discolored lcd (liquid crystal display) panel. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) was evaluating the device and reported that the v60 ventilator had a dim, and discolored lcd panel. The se recommended to the customer, to replace the lcd panel and parts required for the second-generation lcd panel. A quote was provided to the customer. The investigation is ongoing.